Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump displayed check tubing and blockage alarm. It was reported that the patient checked the tubing and it appeared good, but the pump continues to alarm. The patient then changed the tubing, but the pump continues to display blockage alarm. Subsequently, the patient switched to back up pump. It was reported that there was 10-minutes of interruption in therapy, but patient reported no changes in breathing and no adverse effects.